Manufacturer narrative:
The implant has not returned for evaluation. Neither the identifying part number nor lot could be confirmed. Radiograph images were not provided. The report could not be confirmed. Based on the information provided, the root cause cannot be determined. Labeling review: "possible adverse effects: possible adverse effects include: 1. Initial or delayed loosening, bending, dislocation, and/or breakage of device components."

Event description:
A patient underwent a transforaminal lumbar interbody and fusion procedure on an unknown date. It was reported the cage migrated postoperatively. Revision surgery was performed to revise the cage.